Event description:
Procedure type: liver resection. According to the reporter: the device was used on the portal vein. The surgeon had performed a liver resection on a pt the day before and stapled across the portal vein and it cut, but did not staple. The pt lost approx 800cc of blood. Once the bleeding was controlled, sutures were used to close the vessel and the procedure was completed as intended by the surgeon. The pt is currently stable. Operative time was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).